Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed hematoma and ecchymosis in the left upper arm region. No intervention was reported. The patient would be monitored.